Manufacturer narrative:
Date of event: exact date unknown, event occurred two years ago from date manufacturer was made aware. Explant date: two years ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8216-50, serial: (B)(4), batch: 17006779.

Event description:
It was reported that the patient never got significant relief. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted devices were not returned.